Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Correction to d5. Correction to e1/establishment name. Correction to g2: (remove "user facility"). Correction to g3: (correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/04/2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue of error code e226 was due to a faulty rx (receiver) module. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 of the initial report: it was observed during the device inspection the video system center displayed an error e226. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a faulty rx module. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center displayed an error;e226 the issue occurred during maintenance. There were no reports of patient harm.